Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. It was noted that the pump date became inaccurate due to the reset, and displayed a date of (B)(6) 2008. There was no impact to customer¿s blood glucose level. Customer reverted to manual injections for insulin therapy.